Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 300 mg/dl which was treated with an injection of insulin. The customer initially had difficulty opening the luer lock, but was able to open it and changed the cartridge and infusion set. The customer had declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. Reportedly, the customer reused and refilled the cartridge 4-5 days prior to receiving the occlusion alarm.

Manufacturer narrative:
The tandem t:sling pump user guide indicates that the cartridge is for single use only and novolog and humalog insulin were tested and found to be safe for use in the t:slim pump for up to 72 and 48 hours, respectively. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.